Event description:
It was reported by svc report that the bed is stuck in trend position. There was pt involvement. However, no adverse consequences were reported.

Manufacturer narrative:
Result: damaged motion interrupt lift sensor cable.